Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that user felt the grip was hard during surgery. After completion of the surgery, the user found misalignment of the jaw. There was no patient injury.

Manufacturer narrative:
Qn# (B)(4). The DHR for the alleged instrument was reviewed and found completely without any irregularities. This instrument was produced at the tecomet , inc. Kenosha facility as part of a 50 pc. Lot in august of 2018. Per information provided by customer there was no patient injury reported. The returned instrument was evaluated and found that the jaws are aligned in the open and closed position and not misaligned as stated in the complaint from the customer thus we are unable to validate the alleged complaint. Further evaluation showed that this instrument was able to pick-up, retain, close and release multiple clips both with and without silastic test tubing as required of its function. It was noted that the knob rotation mechanism is sluggish and dry feeling suggesting that this instrument is in need of proper lubrication. All of the instruments from this lot were 100% visually inspected and function tested prior to shipment to customer as this is a standardized procedure for this product line at this facility.

Event description:
It was reported that user felt the grip was hard during surgery. After completion of the surgery, the user found misalignment of the jaw. There was no patient injury.